Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the device was "leaking at pink hub". The patient has had the catheter in for 3 months. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed the distal extension line contained a hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The total length of the catheter body measured 18 1/8", which is within the specification of 17 11/16"-18 3/16" per product drawing. The outer diameter of the distal lumen measured to be 0.09475" which is within specifications of 0.093"-0.097" per product drawing. The inner diameter of the distal lumen measured to be 0.058", which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in the distal line. A manual tug test confirmed the proximal luer hub was secure to its extension line. A device history record review was performed on the lot number of the returned device (13f22e0396) and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported the device was "leaking at pink hub". The patient has had the catheter in for 3 months. No patient harm was reported. The patient's condition is reported as fine.